Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages, adjust belt or check belt messages) has been confirmed. As received, the belt failed the te recognition test. Upon investigation, there was an open along the front pulse wire inside the trunk cable. The cause of the test failure and check te pad/adjust or check belt messages is the open wire. The root cause for the open wire was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor returned belt (B)(4) and notified zoll that a patient was receiving check therapy pad messages and adjust or check belt messages.